Event description:
Patient reports hearing a crack 2 yrs ago. Radiographs show debonding of sintered beads. Surface of the femoral component has been roughened by the beads. The femoral fracture is not evident on the radiographs. Fracture is to medial side of implant 1 cm from the femoral notch.